Event description:
On (B)(6) 2014 the lead was explanted and replaced during routine device change out.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.